Event description:
The patient enrolled in the previous clinical study experienced a "right lower extremity arterial dissection" during the silverhawk procedure in 2006. The adverse event relationship to the device was listed as "possible" and relationship to the procedure was listed as "probable." No action was taken by the physician.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.